Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had progressive right heart failure and was on continuous inotropes after the ventricular assist device (vad) implant procedure. The patient had symptoms of weakness and worsening renal failure and elected admission to outpatient hospice service and withdrawal of care at their home. The patient subsequently expired of renal failure due to right heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, worsening heart failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of renal dysfunction and worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient had progressive right heart failure and was on continuous inotropes after the ventricular assist device (vad) implant procedure. The patient had symptoms of weakness and worsening renal failure and elected admission to outpatient hospice service and withdrawal of care at their home. The patient subsequently expired of renal failure due to right heart failure.